Manufacturer narrative:
Additional, changed, and/or corrected data: a6, h6. Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 391694 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information about if the device will be returned for analysis in the device analysis laboratory. A review of the current risk documents was performed in chl-bi family (v14.0), and the event of bia-alcl is a known hazard for breast implants. Per evaluation performed in this investigation and, based on the coding matrix for medical devices and human tissue qpp07-01-003-g17 (v3.0) this code is classified as medical event; also, according to the procedure qpp07-01-003-w37 (v4.0) this event is not classified as a potential high impact complaint, therefore this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Device photo evaluation: visual analysis of the photographs identified: lymphoma-alcl: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side "periprosthetic seroma". Healthcare professional later reported right side "anaplastic large cell lymphoma". Pathological markers cd30+ and alk- have been confirmed by immunohistochemical study. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "lymphoma-alcl" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl; "periprosthetic seroma"

Event description:
Healthcare professional reported right side "periprosthetic seroma". Healthcare professional later reported right side "anaplastic large cell lymphoma". Pathological markers cd30+ and alk- have been confirmed by immunohistochemical study. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported right side "periprosthetic seroma". Healthcare professional later reported right side "anaplastic large cell lymphoma". Pathological markers cd30+ and alk- have been confirmed by immunohistochemical study. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ lymphoma ¿ alcl: unable to observe since it is a medical event and is not related to the device. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure opening and crease completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "periprosthetic seroma". Healthcare professional later reported right side "anaplastic large cell lymphoma". Pathological markers cd30+ and alk- have been confirmed by immunohistochemical study. Device has been explanted and replaced with a non-allergan device.